Manufacturer narrative:
A manufacturing evaluation was completed: all 4 plates are broken in two parts. Extensive damages on the plates surfaces. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material certificate has been reviewed. In the certificate it is reported that the material meets the specification. The returned plate was re-inspected for all the features pertinent to the complaint condition. The plate is broken at the level of shaft, where the plate is bent as per technical drawing. The plate thickness is in specification. The other features close to the fracture cannot be measured due to extensive damage post production. From the product inspection is not possible to state if the issue is manufactured related or not. From the inspection of the part no conclusion could be drawn since the part is not measurable due to damages post production. Based on the investigation performed no evidence of issues manufacturing related; no manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: ti matrixmandible plate (part: 04.503.710s / lots: 7571856 and 7558338 / quantity: 1 each).

Manufacturer narrative:
Patient identifier, gender, and weight are unknown. The patient¿s exact age is unknown; however, the patient was reported as being ¿elderly.¿ the exact date of device breakage is unknown; however, the issue was discovered in early (B)(6) 2016. (B)(4). Per facility, the complainant parts are not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: january 13, 2014 - expiry date: january 1, 2024. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient originally underwent an open bite procedure with occlusion of the rear molars on (B)(6) 2014 due to a diagnosis of open bite, asymmetry, and bone resorption on the mandibular molar. During that initial procedure, the patient had three (3) molar implants along the lower jaw, which could have resulted in excessive load gains on the upper jaw. Sometime in (B)(6) 2016, it was noted that the plates that the four (4) originally implanted plates had broken. The patient returned to the operating room on (B)(6) 2016 to undergo explant/revision. Additional information is not available at this time. This report is 3 of 4 for (B)(4).